Event description:
Customer called to report blood leaking from under the pump tubing organizer. (Pto) customer stated she noted during buffy coat collection that the treatment volume was not going up, so she inspected the pump deck and noted blood was leaking near the filter under the pto. Therako's clinical services specialist (css) asked customer if there were any alarms. Customer stated there were no alarms. Css suggested customer abort this treatment procedure and does not return any blood products to the patient. Customer agreed to do so. Customer reported patient to be stable. No service order was dispatched. Customer provided photos for investigation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. Review of the customer supplied photographs confirmed the site of reported leak appears to be above the filter outlet tubing port and coming from the joint between the filter cover and pump tubing organizer base. Review of the photographs was unable to determine a definitive root cause of the leak. No manufacturing related defects could be confirmed during the evaluation. Based on the analysis, no remedial actions will be conducted. (B)(4).

Manufacturer narrative:
Device was used for treatment. A batch record review was performed for lot d307. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for pto leak. No corrective and preventive action has been initiated for complaint category pto leak. This assessment is based on the information available at the time of the investigation. Analysis of the photos provided by the reporter is in progress at the time of this report. A supplemental report will be filed when the investigation is complete. (B)(4). Device not returned.